Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the 65j shock had an impedance of 96 ohms but the 10j shock impedance was 125 ohms. The next day the impedance was 85 ohms with the 10j shock. Technical services suspects the tissue interface may account for the impedance differences. Three years later, the doctor explanted the entire system. It was replaced with a new pulse generator and electrode. There were no additional adverse patient effects.

Event description:
It was reported that, during implant testing, the 65j shock had an impedance of 96 ohms but the 10j shock impedance was 125 ohms. The next day the impedance was 85 ohms with the 10j shock. Technical services suspects the tissue interface may account for the impedance differences. Three years later, the doctor explanted the entire system. It was replaced with a new pulse generator and electrode. There were no additional adverse patient effects.